Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet signaled an occlusion while using an infusion set, after which the user resumed insulin delivery and noted no ongoing issues and no visible tubing kinks. Symptoms included no change in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed an occlusion event consistent with interrupted insulin flow that resolved without further issue. It was concluded that the device functioned as intended after the event and that the issue was resolved following user actions.